Event description:
The sales rep. Reported that during a shoulder procedure the electrode was used in an on and off fashion and at one point when the pedal was depressed the ceramic broke and fell off the tip. The tip was retrieved.